Event description:
It was reported that incorrect interpretation of signals resulting in inappropriate high voltage therapy was noted on the device. Abbott technical support was contacted, however, no intervention was performed. The patient was in stable condition and will continue to be monitored.